Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Complaint was forwarded to packaging and internal evaluation completed. Packaging records were reviewed, no abnormalities observed. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer initially reported complaint error message (e-4). Customer then reported that he had a one touch ultra meter that was the meter that had been in the true metrix air kit box. Customer stated the box had been sealed and was not tampered with. Per the customer the true metrix air meter was the only item missing from the kit. Test strip lot information was not provided. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.